Event description:
Customer reports obtaining results of 260 mg/dl and 120 mg/dl on the same device within 1 minute. No action taken based on device results. No adverse event reported, and no treatment received. No quality controls were used. Request return of suspect device, and replacement was sent.